Event description:
It was reported that the lead was capped due to oversensing and noise noted on egm with patient's arm movement. This was seen by telemetry at a regular follow-up visit. No patient complications were reported as a result of this event.